Manufacturer narrative:
Date sent to the FDA: 08/31/2021 additional information: d9, h6 additional h6 component code: g07002 ¿ reported condition not confirmed (representative samples) additional h-3 summary: a sealed box and an opened box with ten packets of product code mcp3205 were received for evaluation with the packaging closed. Unopened samples were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing and damage (torn, punctured) and no defects observed. The packets were opened, and the swage and attachment area were noted to be as expected. During the visual inspection the sutures were correctly placed on winding former. Sutures were dispensed without problems and examined along of the strand and no defects, damaged on suture surface could be observed. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qemcdm/ mcp3205g40 and no non-conformances related to the reported complaint condition were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? On what tissue was the prolene suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? When (# of post -op days) and how was the infection diagnosis confirmed? Please specify. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during re-suturing re-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event (infection)? Other relevant patient factors/comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events (fascia dehiscence and ¿suture had been cut¿)? What is the patient¿s current status? Additional information was requested, and the following was obtained: were there any prescribed medications such as oral antibiotics and/or steroid cream given to treat ssi in skin layer? If yes, please specify. Steroid cream was used given to treat ssi in skin layer. Was there any surgical intervention required due to ssi in skin layer? If yes, please specify. No. Procedure date? (B)(6) 2021. Date - time of onset of ssi from the initial surgical procedure (c-section)? N/a. What is the patient's current status? The patient is good now. The return product has been sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2021 and the suture was used. The patient experienced ssi and steroid cream was given to treat infection in skin layer. It was reported that the patient is good now. Additional information has been requested.